Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the electrogram. It was suspected that this was due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The product was switched from the ICD to the rv lead based on report of myopotentials. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is affected by a muscular dystonia. The noise detected by the device are myopotentials. These were able to be reproduced during a follow up visit. Reprogramming was performed. The lead remains in use.